Event description:
It was reported that the ilet user removed the infusion set from the applicator while attempting to take off the needle guard during an inset infusion set change, after which a guided supply change was completed without further assistance. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified as an incorrectly deployed infusion set. Was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.